Event description:
The customer reported getting error message "3005 leak sensor detected leakage" on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs. Fse found dirt/debris in the leak sensor and removed the debris and cleaned the sensor. Fse cleaned the sample nozzle, performed a daily maintenance and quality control run, which completed without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [3005] leak sensor detected leakage. Cause : the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to dirt/debris in the leak sensor.